Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a chest surgery on (B)(6) 2019 and suture was used. During the procedure, it was found that there had been pdpb741d in the package of z771d when opening the package. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). During the visual inspection of five opened samples, mismatch between foils and paper lid could be observed on three samples, the foils belongs to product code z771 and paper lids to pdpb741. The product inside belong to pdpb741. Ten unopened samples were visually examined, no defects were found on the packages. The samples were opened, three samples present mismatch between foils and paper lids and the product inside belong to pdpb741. The rest of the samples were noted to be as expected. According to the condition of three opened samples and three representative samples, the assignable cause is mixed product code.